Manufacturer narrative:
MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). There were no discrepancies discovered during the device history review. Manufacturing calibration readings were all in specification. Visual inspection observed that the device was dirty, but no cracks in cases. During the syringe testing and calibration verification on both quality control slugs, the reported problem was duplicated. The root cause of the reported issue was found to be that the tapered spring slipped over barrel clamp rod collar. Replaced barrel clamp head screw, barrel clamp guide, barrel clamp rod and tapered spring. Performed syringe test and all functional testing which passed.

Event description:
It was reported that there was an incorrect syringe size error. No patient injury was reported.